Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio found the battery pin in battery bay 2 was loose. The pin was tightened to resolve the reported issue. Additional pins were replaced as a preventive maintenance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently displayed a black screen. This may be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.